Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the basal history did not match the active basal program. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
A review of the black box indicated that the last basal delivery was on (B)(6) 2015 at 18:07 and the last bolus delivery was on (B)(6) 2015 at 14:54. The basal and bolus deliveries added up appropriately to the total daily dose history indicating that the pump was delivering accurately until the last date in use. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 1unit per hour basal rate and the pump correctly recorded 24units delivered in the total daily dose history. A 10unit audio bolus and a 10unit normal bolus were successfully performed and accurately recorded in the bolus history and in the total daily dose history. The pump casing was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. (B)(4).